Event description:
The customer reported an elevated troponin I (accutni) result above the acute myocardial infarction (ami) cutoff, for one patient involving access 2 immunoassay system. This is report number three of three referencing system serial number 501541. The elevated result did not meet the clinical condition of the patient and questioned by the physician. The elevated result was reproducible on another access 2 immunoassay system. It is unknown if the erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was collected in plastic bd lithium heparin plasma tubes. The tubes were centrifuged in a swinging bucket centrifuge at 5,000 rpm (rotations per minute) for greater than five minutes. Quality control data was within range prior to the event. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the patient sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02771 and 2122870-2011-02772.